Event description:
After procedure with the rotablator device, the distal tip of the guide wire fractured in the pt during the balloon exchange. No attempts at retrieval were made and the tip remains in the pt. The pt's status has been reported as "okay."